Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the disconnected mode was due to network issues. A technical support specialist verified the network and communication issue and resolved it. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation system had disconnected mode. The customer reported that it was preventing the user from obtaining medication. However, the user was able to obtain the medication from another station. There were no adverse events or injuries reported based on this incident.